Manufacturer narrative:
Findings: pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip. The drive support disk was inspected and no anomaly noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his drive support cap is protruded. The customer¿s blood glucose was unknown. He does not recall if he pressed the cap while he was connected but he did state that the pump had hit the ground a few times. He was advised that the pump needed to be replaced. The insulin pump will be returned for analysis.